Manufacturer narrative:
Event summary: as reported, prior to a hemodialysis catheter insertion the wire guide of a micropuncture transitionless stiffened cannula access set was found uncoiled upon removal from the packaging. Another same type device was used to complete the procedure. There was no noticeable damage to the packaging. The device did not make patient contact. This did not result in prolonged hospitalization or additional procedures. The patient did not experience any adverse effects due to this occurrence. Investigation - evaluation: reviews of the complaint history, device history record, drawing, instructions for use, manufacturing instructions, specifications, and quality control procedures and a visual inspection of the device were conducted during the investigation. The complainant returned one wire guide to cook for investigation. Physical examination of the returned device showed a broken solder at the distal tip, resulting in coil elongation. A document-based investigation evaluation was performed. There have been no other reported complaints for this lot number. One relevant nonconformance was recorded for this product lot. Although there is a non-conformance relevant to the reported failure mode, all non-conforming product was scrapped, and there are 100% inspections to capture this non-conformance. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the drawings, manufacturing instructions, specifications, or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the available information, cook has concluded that shipping/handling likely contributed to this incident. It is possible that the device solder got caught on the wire guide holder during removal and resulted in coil elongation, but this could not be confirmed. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Reporter occupation: other non-healthcare professional: buyer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to a hemodialysis catheter insertion the wire guide of a micropuncture transitionless stiffened cannula access set was found uncoiled upon removal from the packaging. Another same type device was used to complete the procedure. There was no noticeable damage to the packaging. The device did not make patient contact. This did not result in prolonged hospitalization or additional procedures. The patient did not experience any adverse effects due to this occurrence.